Event description:
A report was received that a patient's ipg was explanted. The reason for the explant was that the device was not covering the patient's back pain. The patient stated that when the device was turned on, it felt like it was "blowing" her liver out of her. The patient is reportedly doing well after the explant.

Manufacturer narrative:
The device involved in the complaint was not returned to bsn. A review of the manufacturing documentation for the explanted device found that no anomalies or deviations potentially related to the event occurred during the manufacturing process. This is the final report.